Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause and the outcome of the peritonitis was unknown. On an unreported date, the patient was hospitalized for the event. It was reported that the patient did not receive treatment for the event. No further detail was provided regarding whether pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Additional information date of event. On the same day as peritonitis onset, the patient was hospitalized for the event. It was unknown if the patient received antibiotic treatment for the event. Seventeen days after onset, the peritonitis was resolved and the patient was recovered from the event and was reportedly ¿doing well¿. Should additional relevant information become available, a supplemental report will be submitted.